Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument's gears were stiff and squeaking, causing orientation issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: due to nature of the fault being noticed on opening the scope, it was rejected by the surgeon and not used for the case. The reporter was unable to answer any additional follow up questions since it was not used in a procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter (ciad) did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The complaint was confirmed by failure analysis. Additional observation not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.